Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced bent cannula issue on (B)(6) 2026 due to which the patient faced diabetic ketoacidosis event. The patient tubing was potentially pulled on while sleeping. The insertion site was abdomen. The patient was tested positive for ketones and the value was 3.7 mmol/l. Patient experienced the symptoms of sickness at the time of the event. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) a query was run in the eqms on 15/apr/2026 against "lot number" "6015647" and similar malfunction codes: insertion into scar tissue, improper site selection, or incorrect preparation of set, set broke prior to use due to insertion into scar tissue, into sites not stated by the instructions for use (IFU), or incorrect preparation of set. The review confirmed that lot 6015647 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 15/apr/2026 against "lot number" criteria equal "6015647" and similar malfunction codes: insertion into scar tissue, improper site selection, or incorrect preparation of set, set broke prior to use due to insertion into scar tissue, into sites not stated by the IFU, or incorrect preparation of set. The count of complaints is 1. The complaint number are (B)(4). Device history record (DHR) review: the lot 6015647 was manufactured according to work instruction (wi) version 81 and manufactured in the line 04, on 06/oct/2025 with a total of (B)(4) units. Review of the DHR showed that during the on-line test 24 an extended was found for failure in static tensile strength testing of the connector needle in one sample in lot 5409904 and therefore the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion: the DHR review supports compliance with manufacturing and quality requirements. The isolated on-line test 24 finding was appropriately addressed through extended sampling with acceptable results. No issues were identified that would have contributed to the reported complaint. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user related issues, or no malfunction alleged." Therefore, no retain samples were requested and no product testing was performed. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6015647 and related malfunction codes. One complaints was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user-related issues, or no malfunction alleged." Therefore, no retain samples were requested and no product testing was performed. The assessment was based on documentation only. No manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.